Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Procedure: anterior/oblique lumbar interbody fusion levels implanted: t12-l2 it was reported that on (B)(6) 2016, patient underwent recurrent surgery of interbody fusion and anterior instrumentation at t12-l2. At 3 month follow-up(onset date- (B)(6) 2016), the patient reported fracture of the right side rod. The investigator noted, the event was related to the fixation (stabilization) system. The outcome of this event is considered not resolved. On (B)(6) 2016, the patient underwent decompression surgery at l2-l3 in which posterior instrumentation (percutaneous pedicle screws) were implanted. A serious adverse event was reported with onset date of (B)(6) 2016 which led to serious deterioration in the health of the patient, that either resulted in medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or a body function, and hence, as a result, the patient underwent a removal of the rod and screw fixation surgery at t4-s1 and revision of posterior segmental pedicle screw <(>&<)> rod fixation.the outcome of this event is considered resolved without sequelae on (B)(6) 2016.this adverse event was implant associated and and related to the fixation(stabilization) related. On (B)(6) 2017, as patient's post-operative assessment, the patient was advised to undergo normal daily activities. However, it was not working due to problems with the treatment.